Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device received with cracked case corner of the belt clip rails near the battery compartment.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s grandmother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 445 mg/dl. Customer stated the other blood glucose value was 500 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported did not allege pump was under delivering. The customer was treated with syringe. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.